Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and was unrecoverable. The field service engineer (fse) observed drawer 2.2 indicating that the drawer was open. The fse removed the drawer and found a damaged open/close sensor. The fse successfully obtained it and replaced the sensor and battery. The drawer was then tested and functioned properly. The customer verified that all drawers were working correctly by recovering the drawer and inventorying several medications without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer had failed and was unrecoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.